Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the tip showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified proximal to middle of right coronary artery (rca). A 38x3.50mm promus premier stent was advanced for treatment. However, the device failed to cross the lesion and the stent structs were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified proximal to middle of right coronary artery (rca). A 38x3.50mm promus premier stent was advanced for treatment. However, the device failed to cross the lesion and the stent structs were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.